Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the electrograms (egm) for a certain effective cardiac resynchronization therapy (crt) episode.  It appears to be on the egm only as there are no oversensing markers noted and the bi-ventricular (bi-v) pace is regular.  The device remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2001; 511211 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.